Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. No photo evidence was attached. Depuy synthese considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a worldwide lot specific complaint database search, or device history record (mre) review, was not possible because the required lot code was not provided.

Event description:
It was reported that the customer is complaining that the instruments are showing rust. No surgical delay, no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.